Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. User tried multiple reboots, but patients were not showing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicating. A field service engineer (fse) confirmed that the station was offline and reviewed a customer-provided screenshot confirming the ip matched rss records. The customer was guided to replace the network cable and later obtained a new internet protocol (ip) address. The fse assisted in updating the ip on the station, restoring network communication, and confirmed the station was online in rss. The system functioned as intended after the field service engineer verified the device.